Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the keypad failure, where some of the buttons were not working. Evaluation observed the device to intermittently power off upon pressing the ok button. Evaluation determined the cause was a failed input/output printed circuit board (I/o pcb), which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad failure where some of the buttons would not work. There was no patient involvement. No additional information is available.